Event description:
During preventative maintenance of the device, the user reported, the roller pump tube clamp mechanism would not clamp down on the device. The device was returned for investigation and repair. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.